Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an dreamtome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the cutting wire of the dreamtome rx 44 "snapped off" when the diathermy cable was connected, and bow was attempted. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition was reported to be stable at the conclusion of the procedure. No further information has been obtained despite good faith efforts.